Manufacturer narrative:
(B)(4). This lot was manufactured october 3, 2014 to october 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. Medication involved was 4000 mg fluorouracil diluted with normal saline to obtain a fill volume of 96 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test that duplicated the complaint condition was performed by filling the device with 96 ml of sodium chloride solution. Evidence of continuous flow was visually observed at the distal luer until the device was empty. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.